Event description:
Pt underwent radical retropubic prostatectomy. During surgery a 20 fr foley catheter was placed transurethral into the bladder and was inflated with 15cc of water. The foley was manipulated and irrigated on post-op day one and was patent and properly positioned. On post-op day four the foley was found by the nurse at the end of the penis. The balloon was deflated. The staff report that there looks like there is a crack in it. Pt was brought back to surgery for reinsertion of foley under cystoscopy.